Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: crd_1003 - vantage, patient site ID: (B)(6) it was reported that on (B)(6)2024, a 23mm navitor valve was chosen for implant using a flexnav delivery system during a valve-in-valve procedure. There was no calcification extending beneath the aortic annular plane in the interventricular septum. A pre-implant balloon aortic valvuloplasty was performed with a 18mm balton valver balloon. The valve was successfully implanted. A post-implant balloon aortic valvuloplasty was performed with a 21mm bard true dilatation balloon. The valve was implanted at the frame of the previously implanted valve. The final implant depth was 5.14mm for the non-coronary cusp (ncc) and 6.72mm for the left coronary cusp (lcc). At the end of the procedure, a left bundle branch block was noted on electrocardiography (ECG). No treatment was required. The patient status was reported as stable.

Manufacturer narrative:
An event of device malposition, heart block, and off-label use was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Information from the field indicated that the patient did not have any previous conduction disturbances, there was no calcification extending beneath aortic annular plane in the interventricular septum, and the implant depth was 5.14mm from the non-coronary cusp (deeper than the recommended 3mm). It was noted that the valve was selected for a valve-in-valve procedure, which contributed to the selected implant depth, and at the end of the procedure, a left bundle branch block was noted on electrocardiography (ECG). The physician said the final implant depth was acceptable. Based on all available information, the reported device malposition and off-label use are related to the decision to use the valve for a valve-in-valve procedure. A cause for the reported heart block could not be conclusively determined. It is possible that the implant depth contributed to this event. However, this cannot be confirmed. There is no indication of a product quality issue with regards to manufacture, design, or labeling. Please note per the instructions for use (IFU), "the safety, effectiveness, and durability of a navitor/navitor titan valve implanted within a surgical or transcatheter bioprosthesis have not been demonstrated." The decision to use the valve in a valve-in-valve procedure is due to the patient being in the valve-in-valve cohort of the vantage clinical trial. Therefore, a letter will not be sent to the account to address the off-label use.